Event description:
Customer reported that the infusion sets are occluded. Customer also states that her daughter's insulin pump has never given the any delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.